Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Reference regulatory report #2025587-2016-00999 for report on first transcatheter bioprosthetic valve implanted.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, being implanted valve-in-valve into another transcatheter valve, the valve dislodged and was snared into place in the annulus. Following the implant procedure, the valve migrated and a surgical aortic valve replacement was required. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was reported that severe paravalvular leak (pvl) was noted after the valve migrated.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and user technique. A root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. In this case, the valve was snared and repositioned. The device instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." The report of the valve migration an hour after implant may have been the result of the valve being snared as listed above from the IFU. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. However, the report of the snaring of the valve may have led to the migration of the valve which then may have caused the pvl, as pvl can be caused by valve positioning. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.